Manufacturer narrative:
Multiple patient involved. Implantation date unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: georgy, b.s. (2009), percutaneous cement augmentations of malignant lesions of the sacrum and pelvis, american journal of neuroradiology, vol. 30 (7), pages 1357-1359 (USA). The aim of this prospective study is to investigate the clinical feasibility and effectiveness, as well as short-term results, of percutaneous cement augmentation for the treatment of such lesions. A total of 12 patients (7 male and 5 female) with a median age of 64.5 years were included in the study. Cementation was performed with the use of a competitor's device or confidence cement (depuy spine, raynham, mass). The follow-up period was unknown. The following complications were reported as follows: 3 patients had minimal clinically insignificant leakage. 1 patient had reported no decrease of pain level by vas within 2 to 4 weeks of follow-up. This report is for an unknown depuy spine confidence cement. A copy of the literature article is being submitted with this medwatch. This complaint involves two (2) devices. This is report 1 of 2 for (B)(4).